Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: during testing, the battery compartment was observed to be cracked. Evidence of moisture was observed under the display lens. The pump failed a leak test due to the audio bolus button cover being missing. The pump was unable to power on and was unresponsive. The pump was opened and moisture damage was observed throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, internal moisture damage, a failed leak test, and that the pump could not power on. This report is made based on results of investigation completed on 07/08/2016.